Event description:
The device was applied without incident to reduce a fracture of the distal radius. During the first week postoperative, the pt over-tightened the device resulting breakage. A replacement component was applied in the office; however, the surgeon noted a loss of reduction. A second surgery was performed to re-reduce the fracture. The second procedure was completed without incident.